Event description:
Healthcare professional reported approximately 2 months after injection in the "hands" with juvederm voluma with lidocaine patient developed "swelling, redness, and sensitivity" on the hands. Patient was treated with ciprofloxacin, kenacort, dermovate ointment (clobetasol), and hyaluronidase. Symptoms are ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "swelling, redness and sensitivity" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.